Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 11-jul-2024 and forwarded to (B)(6), llc on 12-jul-2024. The patient reported both pumps were alarming pump error and pump failure. Troubleshooting was unsuccessful. The patient went to the hospital to receive IV remodulin treatment. No adverse side effects were reported, and new replacement pumps were couriered. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 08-aug-2024 (report number 3016798778-2024-00044). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) show that leading up to and on the date of the complaint, the system generated pump failure alarms. During investigation, the pump was disassembled and a hardware failure was found to be the cause of the alarms. Logs from remote (B)(6) (paired with pump (B)(6) show that on the date of complaint, the system generated pump error and cassette problem alarms. During investigation, the pump was disassembled and fluid ingress was determined to likely be the cause of the observed alarms. No cassettes were returned for investigation, so the cause of the fluid ingress could not be determined. No further investigation is possible. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.